Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the cause of the therapy working intermittently was not determined and the most likely cause/contributed to the issue was that the patient was educated on therapy expectations and the fact that symptom relief would ebb and flow. The steps were or would be taken to resolve the issue was that they continued conservative action including behaviour modifications, start pelvic floor, patient (pt) do repeat bladder diary return in 3 weeks. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were not convinced that the therapy was working very effectively. Patient said the results had been kind of irregular. For example, 3 nights in a row they only got up once to go to the bathroom, but last night they got up 3 times. Patient also said the therapy works intermittently since the implant date. Patient mentioned they had tried 4 programs so far and the 4th program was the best they have had so far. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned that they had a follow up with hcp earlier next week. Patient reported baseline symptoms returned / lost therapy benefit and urinary symptoms.